Manufacturer narrative:
Device not received by manufacturer. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during use, the device exhibited an alarm for ¿no disposable pump wont run¿. Troubleshooting was performed but the alarm persisted. During troubleshooting, air bubbles were observed in the cassette tubing. The pump was powered off and was to be removed. Reservoir volume 133.9ml; rate 3.3ml/hr; given 16.15ml. Per the reporter, there were no adverse patient effects.